Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.a review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-00141 for a description of the other device. This report is for the first device.it was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure.according to the complainant, they had found an avm in the cecum. It was not actively bleeding when they were doing the procedure. They decided to use a gold probe device, but it would not heat up. This occurred with two gold probe devices. Both of the probes were tried on two different generators, and did not work. It is unknown what was used to complete the procedure.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.